Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.